Event description:
The customer is deceased. The contact stated that it's unk if the customer was wearing or not the pump at the time of death and death certificate is still pending on how pt passed away.